Event description:
The patient was revised for a second time on (B)(6) 2021 after initial revision surgery on (B)(6) 2021 and the primary surgery on (B)(6) 2021 due to patient non-compliance. The patient is an alcoholic and again had a fall which required a revision. The humeral cup (36/9) was explanted. A humeral cup (36/3) and humeral spacer (9mm) was implanted.

Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).